Event description:
It was reported that the pump displays error 41622 and a system error. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation, visual inspection performed and found scratched lens and air bubbled downstream sensor seal. The reported issue was duplicated. The cause of the reported issue, it was found motor defective causes the issue. The cause of the reported problem is unknown. Product is beyond a year from manufacture date (06/2018) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.